Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer saw a red x on display. The customer was assisted with troubleshooting, the insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. Pump was received with low back light. Unable to perform the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to dim display. Successfully downloaded history files and traces using thus. Pump error 4 alarm found in the pump history file/trace on 08-aug-2018 at 23:00:09. Pump error 4 alarm due to hardware error (line number 2725 file number 32010). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Force sensor zero offset not within specification (-21.48 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer ring, faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, missing keypad overlay, missing display window cover, scratched case and minor scratched lcd window. Critical pump error (open book image) alarm not confirmed. Pump error 4 alarm due to hardware error. Back light anomaly due to moisture damage electronic assembly. Moisture damage found on the pcba 1, pcba 2 and force sensor. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No¿critical pump error (open book image) alarm noted during boot up. Pump was received with low back light. Unable to perform the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to dim display. Successfully downloaded history files and traces using thus. Pump error 4 alarm found in the pump history file/trace on (B)(6) 2018 at 23:00:09. Pump error 4 alarm due to hardware error (line number 2725 file number 32010). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Force sensor zero offset not within specification (-21.48 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer ring, faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, missing keypad overlay, missing display window cover, scratched case and minor scratched lcd window. Critical pump error (open book image) alarm not confirmed. Pump error 4 alarm due to hardware error. Back light anomaly due to moisture damage electronic assembly. Moisture damage found on the pcba 1, pcba 2 and force sensor. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.